Manufacturer narrative:
Batch review performed on 21 december 2020: lot 1908644: (B)(4) items manufactured and released on 06-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch review performed on 21 december 2020: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988)lot. 1908305. Lot 1908305: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 21 december 2020: gmk-sphere 02.12.0511crr tibial insert fixed sphere cr size 5/11 mm r (k181635)lot. 188617. Lot 188617: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 21 december 2020: gmk-sphere 02.12.0026r femoral component sphere cemented size 6+ r (k140826)lot. 190189. Lot 1901899: (B)(4) items manufactured and released on 10-jul-2019. Expiration date: 2024-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain and an inability to achieve full extension due to a loose patella, which was caused by a car accident. Prior to the revision surgery, the patient developed an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted an antibiotic spacer 4 months after the primary surgery. The surgery was completed successfully.